Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). The remaining battery projection had fallen quickly from 42% to 13%. A request was made to analyze the data. Boston scientific technical services (ts) reviewed the data and determined that the power consumption was increasing gradually. Device replacement was recommended within 62 days. This device remains in service. No additional adverse patient effects were reported. Information was later received that this s-ICD was explanted and successfully replaced with a new device. This device has returned for analysis.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). The remaining battery projection had fallen quickly from 42% to 13%. A request was made to analyze the data. Boston scientific technical services (ts) reviewed the data and determined that the power consumption was increasing gradually. Device replacement was recommended within 62 days. Information was later received that this s-ICD was explanted and successfully replaced with a new device. This device has returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population. This report also includes an update to the b5 field for greater clarity.